Manufacturer narrative:
Additional information was received that the cause of the annular rupture may be that the tissue was stressed with the pre-dilation and after the implant, it ruptured. The cause of the pericardial effusion may be due to the annulus rupture and was not caused by the valve or delivery catheter system (dcs). It is unknown what caused the pericardial tamponade, however per the physician, the dcs nor valve caused it. Prior to the patient death, reanimation and a pericardial puncture was provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the aortic regurgitation was moderate paravalvular leak (pvl). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Conclusion from the concomitant prod delivery catheter system (dcs) : the subject delivery catheter system (dcs) was discarded by the customer and as such no analysis could be performed. Procedural images were provided which confirmed that the patient¿s ventricular outflow tract (lvot) and annulus were severely calcified. There were no images provided that captured the reported dislodgements and rupture. The reported event indicates that the valve was recaptured four times as the valve dislodged into the ascending aorta. Potential factors that can influence dislodgement include tension applied on the dcs during positioning, calcification levels and shape of the native anatomy. Dislodgement events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Deployment of the bioprosthesis can be attempted three times. If the bioprosthesis is recaptured a third time, it must be removed from the patient. A medical safety assessment was performed and upon review of the information provided, the primary event of valve dislodgement (x3) is assessed as likely related to the evolut pro valve with contributing factors being the patient's severely calcified lvot and aortic annulus. Upon review of the information provided, the secondary event of annular rupture, leading to pericardial effusion, tamponade and death, is assessed as likely not related to the evolut pro valve as the implanting physician noted the likely cause to be the pre-dilatation causing the annulus to be stressed and eventually rupture, however cannot rule out the pro valve implant attempts and implant being a contributing factor in an already stressed aortic annulus. Dislodgement, aortic annular rupture and death are known potential risks associated with the implantation of the pro valve and all reported adverse events and severities are documented in our risk files and instructions for use (IFU). No further safety assessment is required at this time. There is no information to suggest a device malfunction or a failure to meet manufacturing specifications. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID: e nvpro-16, product analysis: the valve remains implanted and the dcs was not returned, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient's left ventricular outflow tract (lvot) and annulus were severely calcified. A pre-implant dilation was performed with a 22 millimeter (mm) balloon. A non-medtronic guidewire was used. The valve was recaptured four times as the valve dislodged into the ascending aorta. The physician didn't want to use another valve after three recaptures. The valve was implanted with aortic regurgitation. Due to the patient's severe calcification in the lvot, the valve was not post dilated. The patient was stable and the access vessels were closed. About 10 minutes later, the patient went asystole and was reanimated. Echocardiogram showed pericardial tamponade and the pericardial effusion was drained. Subsequently the patient died. The physician suspected the cause of death was secondary annular rupture.

Manufacturer narrative:
Conclusion from the primary device valve: pre-implant computed tomography (CT) images was provided for image review. There were no images provided that captured the reported dislodgements and rupture. The image review confirmed that the annulus perimeter and perimeter derived diameter is 72.5 mm/23.1 mm, suggesting a 29 mm evolut, per device sizing matrix. Calcium was seen in aortic annulus under the non-coronary cusp (ncc) and left coronary cusp (lcc) extending into the left ventricular outflow tract (lvot). Calcium below the lcc was protruding. Calcium below the lcc measured approximately 5 mm wide and 17.3 mm long. Calcium below ncc measured approximately 3.8 mm wide and 5.3 mm long. The aortic valve leaflets appeared heavily calcified. It also was stated that even though the exact cause of death is unknown, it is important to note that the event description above stated the valve was recaptured more times than the limit set in the device instructions for use (IFU). Per medtronic best practices, after the third recapture the valve must be removed from the body, and replaced with new sterile components. Potential factors that can influence a dislodgment include calcification levels in the native vessel, compliance of the aorta and native vessels, a size mismatch between the device and patient anatomy, balloon aortic valvuloplasty (bav) and/or a number of others. Dislodge events are typically not related to a device malfunction. In this case, the patient¿s left ventricular outflow tract (lvot) and annulus were severely calcified, which may have contributed to the valve dislodgment. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. Cardiac tamponade is a known effect that can occur after cardiac procedures, is typically a complication of the procedure. In this case, it was reported that per the physician, the device did not cause the cardiac tamponade. In addition, per the physician, the cause of the pericardial effusion may be due to the annulus rupture and was not caused by the valve. In addition, a medical safety assessment was performed. Upon review of the information provided, the primary event of valve dislodgement (x3) was assessed as likely related to the evolut pro valve (not the dcs) with contributing factors being the patient's severely calcified lvot and aortic annulus. Upon review of the information provided, the secondary event of annular rupture, leading to pericardial effusion, tamponade and death, is assessed as likely not related to the evolut pro valve or dcs as the implanting physician noted the likely cause to be the pre-dilatation causing the annulus to be stressed and eventually rupture, however cannot rule out the pro valve implant attempts and implant being a contributing factor in an already stressed aortic annulus. A procedure- or valve-related death is an inherent risk when the patient condition is such that a transcatheter aortic valve was needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. With the limited information available and the medical safety assessment, a conclusive root cause could not be determined; however, the patient death likely not related to the device. Review of the device history record (DHR) for the valve, and frame record for this valve was performed, and the device was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.